Event description:
Tampons defective. Falling apart inside me [device breakage] . Case narrative: consumer reported via email that the tampons are falling apart inside of her. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.